Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with a cracked battery tube threads and cracked display window corner.

Event description:
It was reported that the insulin pump has cracks and alarmed motor error. No further info was provided.